Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not close all the way, would not clamp on the vessel and the silicone coating came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. There was no tissue or char buildup at the jaws. The wire remained in place at the base of the jaws. The toggle was pulled back and it was observed that the jaws could not align because of the bent heater wire. Based on the returned condition of the device the reported complaint was confirmed for the reported failure mode "jaws misaligned" and the analyzed failure mode "heater wire detached." Specific actions for this failure mode are being managed and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not close all the way, would not clamp on the vessel and the silicone coating came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.